Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following valve deployment, tamponade was suspected and the patient subsequently died. Prior to the patient's death, medication was prescribed and interventions performed included chest compression, defibrillations, and pericardiocentesis. There were no procedural complications prior to the event and the event was not attributed to any medtronic device but the cause was not known. An autopsy was performed and showed a pinhole perforation in the left ventricle but was inconclusive as the cause of death. It was concluded that the valve was in an appropriate position and therefore did not contribute. There were no known patient anatomy or history factors that contributed to the event.